Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (over 600 mg/dl) with a moderate to high level of ketones. The cause was not known. Correction boluses via the pump were delivered to address the bg level. The customer had changed the current infusion set site and had not inspected it for damage. A pump system check was performed and no device issues were identified. Reportedly, the customer discussed the event with a healthcare provider.